Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range system impedance measurements below 30 ohms. Technical services (ts) was contacted and noted that the impedance measurements seemed to be trending downwards. It was noted that the patient had a healthy amount of adipose tissue and that there could be fluid present. Ts recommended another set of x rays to confirm appropriate system placement. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.